Event description:
The following description of the event was copied by a carefusion technical support specialist from a ventilation complaint form submitted by the foreign distributor. "In this vela rev 2.2.16 working hours 18 there is very loud noise from the turbine, but turbine is not the problem as even after we exchanged the turbine the noise is still very strong. The noise is mechanic not a leak or any other. Motor driver is not working correctly (as turbine gets command sometimes to work fast and other times slow). After replacing motor driver turbine still noisy but is working correctly volume and flow. Unit alarm with motor fault alarm".

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor .(B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty motor driver board. The foreign distributor repaired the device with a motor driver board from their stock. Carefusion is the process of determining if the foreign distributor still has the alleged faulty motor driver board available to be returned to the carefusion failure analysis lab for eval. Should the alleged faulty motor driver board be available and it is returned for eval. Carefusion will submit a follow-up medwatch report once the eval is complete.